Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the procedure, the lead exhibited high threshold with loss of capture and out of range of pacing impedance. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of threshold out of range and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination found no anomalies.